Event description:
It was reported that in jan 2014 the atrial lead impedance was shown to be undefined at >9,999. There were possible mode switch episodes associated with noise on the atrial channel. The lead was also noted to have high impedance and possible fracture. The patient was scheduled for a generator and the atrial lead would be evaluated then. At the generator changeout procedure the atrial lead was tested with the analyzer and there was no noise, and impedance and sensing looked good. The physician decided not to do a lead revision at this time but to keep the existing atrial lead. It was noted that the physician now believed that the device could have a possible header issue. The device was explanted and replaced and the lead remains in use. The patient is scheduled back into the clinic in two weeks to evaluate for any problems. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, implantable pacing lead, (B)(6) 2003. (B)(4).